Event description:
It was reported that the right atrial lead lost slack, as a result of patient growth, causing high threshold and low sensing. The lead was removed and replaced. The right ventricular lead showed low impedance of less than 20 ohms upon defibrillation threshold testing. It was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached; full lead returned and analyzed. The lead was also found to be stretched and the outer insulation melted.